Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the stapler was fired. No cause for concern, fired as usual, when donuts where being removed there was incomplete donut formation and a leak test was performed which showed bubbles and a leak, patient then needed to have a functioning ileostomy performed. The procedure was converted to open and prolonged by 60 minutes. Patient reported to be in stable condition.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.